Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cabinet drawer 3 failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet drawer 3 was failed. A field service engineer (fse) logged into hardware test application and attempted to open drawer 3 but was unable to. After opening the back panel, a flashing red light was observed on the printed circuit board assembly (pcba) controller. The unit was powered down, the pcba controller was replaced, and the drawer was configured in storage space configuration. The drawer was tested successfully with the customer. The system functioned as intended after the field service engineer repaired the device.